Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419478, lead; 1888t, st jude lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was observed on electrogram with t-wave oversensing (twos). Additional information from the clinic disclosed that the patient was scheduled for an ablation procedure due to multiple episodes of ventricular tachycardia (vt). No action was taken with the lead. The lead remains in use. No patient complications have been reported as a result of this event.